Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: due to lack of enough information, it cannot be determined what caused the patient¿s peritonitis event. At this time, there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy. Should additional information become available this clinical investigation will be updated accordingly.

Event description:
A patient contacted technical services after being on hemodialysis for about 3 months. The patient was returning to continuous ambulatory peritoneal dialysis and contacted technical services requesting a replacement cycler. The patient stated they had peritonitis in the past and were uncomfortable using this cycler. The technical support representative advised to discontinue use of the cycler. The cycler was replaced. Upon follow up the peritoneal dialysis nurse declined to give any additional information regarding the event or the patient.

Manufacturer narrative:
Correction concomitant products therapy date: corrected, changed to (B)(6) 2018.